Event description:
Seven inch extension clave set pulled apart at connection site to angiocath (no luer-lock mechanism on this catheter). These were sent as a replacement for abbott #12315. Blue clave piece was found by nurse in pt's mouth.